Event description:
Spacelabs received a report that on (B)(6) 2015 at 3:38 a.m., an asystole event failed to alarm at a telemetry central monitor model 91387-38 from a telemetry transmitter model 90343 with receiver module model 90478. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices performed by a spacelabs field service engineer (fse) confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. The patient retrospective database provided by the customer was reviewed by a spacelabs lead software engineer. An alarm was confirmed for the event time in the alarm history section of the database. There was no product malfunction. This record is considered complete and the issue closed.